Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the mildly calcified posterior tibial artery. A 300cm angled tip v-14¿ controlwire® was advanced to cross the lesion; however, the tip broke in the posterior tibial artery. The detached fragment was attempted to be removed with a snare without success. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 70% stenosed and moderately tortuous. No further intervention was done after snaring attempts were unsuccessful.